Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check patient line alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined; however, use error was reported. The home patient stated he may have disconnected from the setup without closing the clamp on the patient line closest to his body. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted (B)(4) regarding a check patient line alarm that occurred on the homechoice (hc) unit during initial drain. The technical service representative (tsr) instructed the hp with troubleshooting steps. The hp stated that there was a large air bubble in the patient line. The tsr advised the hp to end therapy and start over with new supplies. The tsr then assisted the hp with end therapy early procedure. On (B)(6) 2010 product surveillance contacted the hp via phone call; the hp stated that therapy continued without incident. The hp confirmed he noted nothing unusual with the cassette; the hp stated he may have disconnected from the setup without closing the clamp on the patient line closest to his body. No patient injury or medical intervention was reported. No further information available.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.